Manufacturer narrative:
Device not returned. The information was received as a notation "pt deceased - (B)(6) 2008' on the patient's permanent identification card. No patient or follow up doctor contact information was provided. No attempts could be made to investigate for information regarding the device and event because of a lack of contact information. We are unable to confirm the date and/or cause of death. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of 3 days (0.10) months due to unknown reasons.